Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7110850, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) # (B)(4). Model number/catalog number: unk-p-scs-ipg-r, serial number: unknown, batch/lot number: unknown, model/catalog description: unknown, unique identifier (UDI) # unknown.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a replacement procedure due to lead migration and loss of coverage. Additionally, the implantable pulse generator (ipg) was reported as not delivering therapy; however, it was not explanted. The explanted devices were discarded by the facility and will not be returned for analysis. No additional information is available at this time.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a replacement procedure due to lead migration and loss of coverage. Additionally, the implantable pulse generator (ipg) was reported as not delivering therapy; however, it was not explanted. The explanted devices were discarded by the facility and will not be returned for analysis. No additional information is available at this time. Additional information was received stating that previous leads were not explanted and a lead was added.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A labeling review did not reveal any anomalies as it states that lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Therefore, in the absence of device return and analysis, this investigation is assigned a probable cause of known inherent risk of device. B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: o model number/catalog number: sc-2218-70 o serial number: (B)(6). O batch/lot number: 7110850 o model/catalog description: linear st lead kit 70 cm o unique identifier (UDI) # (B)(4). O model number/catalog number: unk-p-scs-ipg-r o serial number: unknown o batch/lot number: unknown o model/catalog description: unknown o unique identifier (UDI) # unknown.